Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4232128. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Device not returned by manufacturer.

Event description:
It was reported that while activating the pink safety shield of a bd eclipse needle, the shield broke off and a clinician obtained a contaminated needle stick injury. It was also reported that this incident occurred in an (B)(6) clinic. The clinician received routine post exposure lab work and was given the prophylactic medications truvada and raltegravir. The clinician took the full course of the truvada but the raltegravir was discontinued after two days.